Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Found a bent cannula that may have contributed the hospitalization. Customer had a virus which caused her to throw up. Troubleshooting was perfomed and pump programming and functon appeared to be normal.